Manufacturer narrative:
Siemens¿ customer service engineer investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon conclusion of the investigation. (B)(6).

Event description:
Siemens was notified on (B)(6) 2012 that during an auto sequence treatment the gantry field that was setup at 150 degrees did not move to the next field of 190 degrees. The gantry moved clockwise through 0 degree. Reportedly, the gantry moved through the 180 degrees in the clockwise direction until it reached the limit switch and stopped at approximately 207 degrees. The gantry limit switch interlock appeared at that point, then a second interlock (controller ), (error 53) appeared. It was reported that duplication of the reported scenario was achieved by siemens¿ customer service engineer; however, releasing the motion enable buttons stopped the gantry motion.